Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 4 open and unused samples with the needle attached from the thread (all the sutures are still wound on the pack) with 2nd paper pack and without aluminum pack. We have visually checked the open samples received, all the sutures are fixed on the foam by the thread and not by the needle as it should be, according to our internal operational process. This wrong positioning of the sutures in the packs makes the extraction of the sutures very difficult. Considering that no other complaints have been received for the involved code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most likely cause is a human error during the manufacturing process. The operator probably did not wound the units correctly in the cardboard support. Final conclusion: considering that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that opened 5 packages, needle deformed, unable to use.